Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, cloudy fluid and the presence of high fibrin. The cause of the peritonitis was unknown. Initially, the patient was not hospitalized for the event. Two days after the event onset, the patient was treated with intraperitoneal (ip) injection of vancomycin (2 grams one dose given) for peritonitis. The following day, the patient began treatment with ip injection of fortum (1 gram, once a day) for peritonitis. On an unreported date the same month as onset, (described as after 12 days), the patient stopped treatment with fortum. The patient was not recovering from the event. Fifteen days after the peritonitis onset, the patient was hospitalized for the event. Two days after hospitalization dianeal therapies were withdrawn, the pd catheter was removed and the patient was transferred to hemodialysis (twice a week). Seven days after hospitalization the patient was discharged from the hospital. On an unknown date, the patient was recovered from this peritonitis event. No additional information is available.